Manufacturer narrative:
Device evaluation: one sample was received without original packaging. Per visual inspection, only the pilot balloon was received, which can be considered to have detached from the inflation line. Based on the analysis performed in the sample provided, the complaint was confirmed. However, the root cause could not be determined because the complete product was not available for investigation. A DHR review was unable to be completed as the lot number was not provided.

Manufacturer narrative:
D4: catalog number, lot number, UDI section, expiration date; g5: 510k number; h4: manufacture date are unknown. No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56, when additional reportable information becomes available.

Event description:
It was reported ,that the patient has a portex cuffed trach. The pilot balloon broke off from the trach, causing the cuff to deflate. Patient was on a ventilator, specifically synchronized intermittent mandatory ventilation (simv). Provider, respiratory, and endoscopic sinus specialist (ess) called to bedside. Ess able to exchange trach without issue. Patient stable throughout.